Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, two bands were shot out simultaneously. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), d7 (sud reprocessed and reused?) And h8 (usage of device). Block h6: device code a150103 captures the reported event of bands premature deployment. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned" block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: block b5 (describe event or problem) and e1 (initial reporter's phone and fax number)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6), 2021. During preparation, two bands were shot out simultaneously. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. **additional information received on (B)(6), 2022** it was reported that there was no difficulty experienced upon setting up the device.